Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high readings from the adc freestyle libre 2 sensor as compared to readings obtained on a competitor meter. The customer felt hypoglycemic, headache, and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia and treated with glucose solution. There was no report of death or permanent injury associated with this event.